Manufacturer narrative:
Upon disassembly for visual examination widespread corrosion was discovered.

Event description:
It was reported that the core impaction drill heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.